Manufacturer narrative:
A complainant alleged that he had experienced a chemical burn and an intense burning pain from exposure to cavicide. The complainant alleged that a doctor and a nurse in the emergency room at university medical center (umc) had sprayed cavicide directly into his open wound multiple times before sutures were applied. The severe burning pain increased in intensity as more cavicide spray was applied to the open wound. It was noted that the complainant returned to the examination room and demanded to have the sutures removed and his wound rinsed. The hospital staff removed the sutures, rinsed the wound with water and re-sutured it. Lidocaine was applied to the wound. Days later, the complainant went to the (B)(6) burn unit and was reported that he did obtain satisfactory treatment there. The product involved in the alleged incident was not returned and no lot was provided; therefore, no investigation can be conducted.

Event description:
A patient had experienced a chemical burn and an intense burning pain from exposure to cavicide. The complainant alleged that a doctor and a nurse in the emergency room at university medical center (umc) had sprayed cavicide directly into his open wound multiple times before sutures were applied.